Event description:
It was reported to philips that the system gave an alert that geometry movements were not available. Additionally, during troubleshooting, white smoke and a popping noise were observed. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary diagnostic procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed certain table movements not working due to an axis amplifier error and a blown 10a fuse on the 75v power board. After replacing the fuse and restarting, a loud pop and white smoke came from the longitudinal motor, indicating the motor had failed and caused a power surge. Upon further investigation, it showed the amc drive, longitudinal motor assembly, and 75 v motor supply were damaged; the engineer replaced the motor and amc drive. Positioning still failed, log analysis revealed a faulty longitudinal potentiometer, which was replaced, restoring correct axis operation. Additional review of the system logfiles confirmed several table motor drive errors linked to the axis drive¿s initial amplifier state, caused by a malfunctioning table motor drive. The longitudinal potentiometer was returned to philips for further analysis. The analysis identified a bent internal element, and the cable stays have come loose, the spring no longer works, and the cable is bent and damaged, making it unusable. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.